Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while customer was wearing the pump in a bra. Altitude alarm resolved when the pump was removed from the bra. Customer's blood glucose was 200 mg/dl.